Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(medical devcie problem code), h11.

Event description:
It was reported by the customer that during use the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) started overheating. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(4). A supplemental report will be submitted upon completion of our investigation.